Manufacturer narrative:
Results: the cat3 was fractured approximately 102.0 cm from the hub. Conclusions: evaluation of the returned cat3 revealed that the device was fractured. If the device is forcefully retracted out of its packaging hoop at an extreme angle, damage such as a kink may occur. Further manipulation of the kinked device during preparation, may result in a fracture. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that there was a kink in the indigo system cat 3 aspiration catheter (cat3) and it looked like it was coming apart upon removal from the packaging. The damage to the cat3 was found prior to use. Therefore, the cat3 was not used in the procedure. The procedure was completed using a new cat3.